Event description:
During delivery of cardioplegia solution,the display of the cardioplegia monitor intermittently went blank resulting in loss of data. There was no patient injury as a consequence of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.